Event description:
This is the same event and the same patient reported under MDR ID #2939859-2001-00133 (mcghan medical). This second MDR is being submitted for the second suspect product, also a device manufactured by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. Approximately 6 weeks after injection of two formulation of bovine collagen in a facial " furrow", the patient developed redness and swelling at the injection site. Physician prescribed "celestene 3 x 0.5 tablets per day, oral". Physician did not provide lot number information to the french distributor.